Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. A flex cable was replaced as a precaution, the device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.